Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided by the customer and the service visit, a maintenance or analyzer insuffuciency could be ruled out. Calibration and quality controls were acceptable before and after the event. It is therefore likely the event was related to a pre-analytical interference issue at this customer site. Additional information was not provided to further investigate this issue. No adverse event was reported.

Event description:
The customer received erroneous results for one patient sample tested for ise sodium and chloride. For sodium, the sample initially resulted as 110 mmol/l accompanied by a data flag. The sample was then automatically repeated by the analyzer with a sodium result of 110 mmol/l accompanied by a data flag. The value of 110 mmol/l was reported outside of the laboratory. The same patient was re-collected at another site and tested for sodium, resulting as 148 mmol/l. This caused the doctor to question the 110 mmol/l value that was reported. The customer then pulled the sample and repeated it, with sodium resulting as 148 mmol/l. The sample was also repeated a second time, with a sodium result of 147 mmol/l. The repeat value of 147 mmol/l was believed to be correct. The field service representative could not determine a cause. He checked the ise sample probe, checked the mix vessel, and ran a precision check. Calibration and quality control were within specifications. After the field service representative checked the analyzer, the customer provided additional data which documents that there was an erroneous chloride result from the same event. The same patient sample initially resulted as 79 mmol/l for chloride. After the doctor had questioned the sodium result, the chloride was also repeated, resulting as 108 mmol/l. The chloride was repeated a second time, resulting as 108 mmol/l. The customer believed the value of 108 mmol/l to be correct and an amended report was sent for this result. The customer declined additional service at this point. The patient was not adversely affected by the event. The sodium electrode lot number was l13 with an expiration date of 07/31/2012. The chloride electrode lot number was x23 with an expiration date of 07/31/2012.

Manufacturer narrative:
The same patient sample referenced in this medwatch also had erroneous photometric assay results. Please reference the medwatch with (B)(6) for additional data related to this event.